Event description:
It was reported that a screwdriver stripped during surgery. The surgeon used back up instruments to complete the case. There was no reported impact on the patient.

Manufacturer narrative:
Device evaluation: visual inspection of both devices reveals that both are fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use. This device is used for treatment. If additional information is received which changes the information in this report, a follow-up report will be submitted.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screwdriver stripped during surgery. The surgeon used back up instruments to complete the case. There was no reported impact on the patient.